Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch on 11-oct-2022. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2022) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch on (B)(6) 2022. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2022 ¿ patient was diagnosed with bilateral inguinal hernia and umbilical hernia thereby underwent robotic repair with implant of two 3dmax mesh (device #1 and #2) and ventralex st (device #3). Per operative notes, ¿the right and left side inguinal hernia was noted and hernia sac was dissected. A right and left 3dmax meshes (device #1 and #2) were placed and tacked. The umbilical hernia was noted and reduced. A medium size ventralex st (device #3) was placed around the defect and sutured and tacked.¿ (B)(6) 2023 ¿ patient was diagnosed with intraperitoneal adhesions, communicating hydrocele thereby underwent laparoscopic repair. Per operative notes, ¿appendix adhesed to prior right inguinal hernia were removed and recurrent right defect was closed with sutures. In the left lower quadrant, seroma was noted and drained. Adhesions were removed and, scrotal swelling due to hydrocele containing ascitic fluid was drained. The medial left defect with distinct sac was identified where the previously placed mesh (device #1) was noted and sutured. The lateral defect appeared to be adhesed to the abdominal wall was repaired with sutures.¿